Event description:
In this event it has been reported that reciproc direct c/a according to customer "device starts normal but then "over rotation", than contra angle does not turn normal. No further information. Additional information has been requested.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection and through check, device was cleaned and oiled; no fault could be found. Function test without fault. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Manufacturer narrative:
After inspection and through check, device was cleaned and oiled; no fault could be found. Function test without fault.

Event description:
Multiple unsuccessful attempts were made to obtain the patient outcome.